Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer resolved the issue remotely and tested and inventoried all hh cubie pockets, which were found to be in good. The system functioned as intended after the field service engineer investigated the device. E.1 (B)(6) hospital.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failed requires maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.